Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/24/2013 with the following findings: the pump was found to have visible moisture behind the pump display lens. The pump powered on with a functional display screen but the display was distorted due to the internal moisture. A leak test was performed and the pump was found to be leaking from a crack in the pump casing. The pump was opened and moisture damage was found throughout the inside of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The reporter indicated that after a battery change the display screen went blank. The reporter stated that the pump emitted audible and vibratory alarms but the display screen remained blank. The reporter noted some condensation visible behind the display screen lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.